Event description:
During a ventricular tachycardia ablation procedure, the inner lining had sheared off and was hanging on to the distal end of the sheath. Three venous access sites were achieved on the right femoral. The sheath was irrigated and the dilator was inserted. The dilator and sheath were inserted into the patient and a non-abbott device (mdt marinr steerable catheter by medtronic) was inserted into the sheath. After cardiac mapping was performed, the catheter was removed from the sheath and a flexibility se catheter was attempted to be inserted. However, it was not possible to insert the catheter into the sheath. An attempt was made to insert a guidewire into the sheath, which also did not work. At this point the sheath was removed and it was discovered that the inner lining of the entire length of the sheath had sheared off of it and was hanging on at the distal end of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The "inner lining" returned with the device was confirmed to be a portion of the sheath jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown.